Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, freeze capture appeared to show atrial loss of capture. Programming change was discussed. No intervention was made.